Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon ruptured occurred. The chronic and totally occluded target lesion was located in the several calcified and tibioperoneal trunk. An offoad re-entry system was selected and advanced to treat the lesion. The device failed to re-enter on 5 attempts. On the 6th re-entry attempt, the device was inflated not more than 2.5 atm, and the balloon burst. The procedure was aborted. Flow was restored via bypass surgery. The patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed no kinks along the length of the balloon catheter shaft. A microscopic examination of the balloon found no tears or holes in the balloon material. Blood was visible inside the shaft. During an attempt to inflate the balloon, it was noted that the balloon partially inflated however, liquid leaked out through the tip of the device. This type of leak is consistent with a puncture hole having occurred inside the inner lumen. Using a blade the shaft was dissected and the outer was removed. Further visual and tactile examinations of the inner shaft identified a puncture hole. The hole was located at 20cm distal to the strain relief. This type of damage to the shaft is consistent with the micro catheter puncturing out through the wall of the balloon catheter. An attempt to pass a 0035inch guidewire through the inner lumen, met with a restriction at the site of the puncture hole. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon ruptured occurred. The chronic and totally occluded target lesion was located in the several calcified and tibioperoneal trunk. An offoad re-entry system was selected and advanced to treat the lesion. The device failed to re-enter on 5 attempts. On the 6th re-entry attempt, the device was inflated not more than 2.5 atm, and the balloon burst. The procedure was aborted. Flow was restored via bypass surgery. The patient's status was stable.